Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: customer returned (10) loose 3/10cc, 8mm syringes. All returned syringes were tested using the plug gauge and all scale markings fell within specifications. A review of the device history record was completed for batch# 1116585. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported by the customer that during use of the bd insulin syringe with the bd ultra-fine¿ needle the very first scale mark (zero point) is way too lower than it should be. The following information was provided by the initial reporter: customer stated that the very first scale mark (zero point) is way too lower than it should be. So extra volume of insulin was measured for her pet.